Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 55 mg/dl. Reportedly, the low bg was attributed to the customer stacking insulin. Glucose was consumed to treat bg. The contact provided the customer with juice as the customer was "somewhat" disoriented. Recommendation was made to consult with healthcare provider regarding diabetes management.